Event description:
This patient expired on (B)(6) 2012. The coroner has requested an analysis to verify correct functionality of the device at the time of death. At this time the cause of death is unknown.